Event description:
A pt reported blood glucose results of 9.1 mmol/l with a lifescan meter and 11.4 mmol/l on a lab device, performed within 10 minutes of each other. Between the tests there was no intervention that would be expected to change the blood glucose. While troubleshooting was performed, the test strip vial was discovered to be cracked/broken. Meter and test strips were replaced for the pt.